Event description:
It was reported that it was discovered that the "piece on the end" on the motor device "that plugs into the console was moving". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the connector and the set screw were loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.